Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated the skin reaction was noticed on the day after insertion. On (B)(6) 2017, the patient experienced discomfort in the form of itching and had no other visible symptoms. When the sensor was removed, the patient noticed a darker, non-red area on the abdomen, covering the entire area the sensor had been placed. The affected area was located on the abdomen, directly at the sensor insertion site, over the entire area covered by the sensor pad. The patient described the reaction as scarring or burning. No treatment was performed and no medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).